Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that the insulin pump had alerted low battery, then gave a message saying he took too long to reset, prompted him to reset the time and date, showed ramping numbers, then got stuck at the button error alarm. He noted that he had been sweating and sweats constantly. He also observed that the battery did not last longer than 1 week. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected low battery or battery out limit alarms were noted. The insulin pump had intermittent button response due to a flattened act button dome switch and corroded keypad traces. No button error alarms were noted. No number ramping anomaly was noted on the display. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.